Event description:
A malfunction was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.